Event description:
It was reported that tandem mobi pump would not turn on and pump battery would not charge despite being placed on charging pad and connected to power, which eventually led to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer tried pressing pump button, using charging pad and wall adapter, leaving pump on charger for extended time, and using a different charging cable, but issue did not resolve, so technical support arranged replacement pump and charging supplies, advised customer to use multiple daily injections as backup insulin therapy if needed, instructed customer to allow pump battery to fully deplete and return malfunctioning pump within 10 days, and informed customer that pump settings and continuous glucose monitor would need to be set up again on replacement pump.